Manufacturer narrative:
Device passed displacement test and self test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s family reported via phone call that the middle button was not working. Customer¿s blood glucose value was 145 mg/dl. Customer stated that the scroll bar was not moving with no input. Customer stated that numbers were ramping on their own. Customer was advised to discontinue the use of the insulin pump and revert the backup plan as per health care professional. The insulin pump will return for the analysis.